Event description:
It was reported that this implantable cardioverter defibrillator (ICD) provided anti-tachycardia pacing (atp) and delivered shocks due to a suspected supraventricular tachycardia (svt) episode. Therapy was exhausted. Technical services (ts) was consulted and noted this was a single chamber device. The patient experienced presyncope. This ICD remains in service. No additional adverse patient effects were reported.